Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k): k011028, k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that clinician had not seen patient yet. Not able to confirm the fracture as of yet, reports possible loosening. Tooth #3.

Manufacturer narrative:
The scr replacement scr-v 20 deg abut int hex (ah20s) and abut.,zirconia,zimmer 4.5 (zfx01000287) were not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 (universal) and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture + loosening). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the ah20s dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complaint history review was performed for the reported lot number (63171615) for similar event and no other complaint was identified, as there is only on item associated with this lot. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up". H3: changed "yes to "no".

Event description:
It was reported that the clinician had recently filed a claim for a broken ah20s but when she tried to remove the broken screw she realized that the abutment is also broken. She would like file a claim for the abutment. She didn¿t have the ref# of the abutment but she provided the lot# which is 63171615. She stated that it¿s a zfx abutment that was milled by us.